Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by nausea. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. At the time of this report, pd therapy was ongoing. No additional information is available.